Event description:
The user facility reported that during a patient procedure the touch panel to their hexavue ip custom room rack went blank. No report of injury.

Manufacturer narrative:
Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.